Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-05942 - device 3 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced adhesive event on 25-feb-2026. The patient reported infusion set fell off during use. The infusion set was in use for two days. No further information available.